Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up arrow button was not working. The reporter stated that the issue was first noticed a couple days prior. The patient confirmed that there was no damage to the pump and the pump was not exposed to moisture. The patient reportedly wore the pump under clothing and did not clean the pump. This report is made based on the allegation of the up arrow response issue.

Manufacturer narrative:
(B)(4): the keypad was noted to be peeling at the contrast button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the down arrow button had intermittent response. The up arrow button was unresponsive. The contrast and ok buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.